Event description:
Used fixodent 1980 till 2009. Present numbness, tingling in feet, hands, top of head, burning sensation. Dose or amount: denture cream, frequency: 1-2 times daily, route: oral. Dates of use: 1980 to 2009. Diagnosis or reason for use: denture cream adhesive. Event abated after use stopped: no.